Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient's implantable neurostimulator (ins) was overdischarged. A physician mode recharge (pmr) was performed to pull the battery out of overdischarge. The ins turned over to normal charging and charged very quickly. The rep. Interrogated the ins again and confirmed the ins battery status was o.k. It was noted that an impedance check was previously performed and all values were normal and stimulation was able to be turned on. No patient symptoms were reported. Relevant medical history includes failed back surgery syndrome.